Manufacturer narrative:
A ge rep evaluated the sys and cleaned and reseated circuit boards. Sys operates as intended. (B) (4).

Event description:
The customer reported the sys intermittently does not display an image. No pt injury was reported.